Event description:
Customer reports an incident of an injury due to the use of monoject syringe. Injury is attributed to opening rigid syringe containers and manipulation of the syringe plunger during medication administration. The injury is described as repetitive motion injury to the hand and wrist. Treatment was time off from work and physical therapy.

Manufacturer narrative:
No code given for repetitive motion injury. No samples were returned for evaluation and no lot information was provided. The customer reported a general complaint. Advise was provided to the customer on different methods of opening the syringe packages. Co reviewed the complaint history for this product and found no increasing trend in this type of event.co believes that this is an isolated event.